Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Summary: two photos were received for analysis. Upon visual inspection of the pictures, one opened foil packet, three used needle-suture pieces and only one of them appears to be distorted of product code jv586, lot qabbkxr0 could be observed.. However, no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. Device follow-up deferred due to quarantine restrictions. If the device or further details are received at the later date a supplemental medwatch will be sent events submitted via 2210968-2020-03142, 2210968-2020-03143, 2210968-2020-03144 and 2210968-2020-03145.

Event description:
It was reported that a cat underwent an animal ovariectomy surgery in 2020 and the suture was used. During the muscular wall suture, after a few tissue passages, not twisted needle pulled off without an excessive strain.

Manufacturer narrative:
Date sent to the FDA: 05/08/2020. Corrected h-3 summary: it was reported pull off - suture needle.two photos were received for analysis. Upon visual inspection of the pictures, one opened foil packet and three used needle-suture pieces of product code jv586, lot qabbkxr0 could be observed; no needle pull off was noted on the pictures. However, no conclusion could be reach as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/21/2020. Additional h3 investigation summary: unopened samples of product code jv586, lot qabbkxr0 were received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.